Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 500 mg/dl with no symptoms. Reportedly, the battery cap was damaged with stripped threads and would not attach to the pump; therefore, causing intermittent power to the pump. The reporter stated that the battery cap was never changed. It is stated in the owner¿s manual that the cap be replaced every six months. It was reported that the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in not changing the battery cap appropriately.